Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. The reporter stated that the battery compartment was cracked and the battery cap couldn't be tightened to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/19/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/30/2015 with the following findings: the pump's black box showed evidence of pump reboot events. The battery compartment was cracked on the side from the threads to the cover and below the bumper pad. The returned battery cap had stripped threads and was unable to fully attach to the pump. The pump was exercised for 24 hours with no pump reboot events duplicated. Unrelated to the battery compartment, the display screen was dim and discolored.